Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed with tandem technical support and source of occlusion could not be identified. Pump supplies were changed and insulin delivery was resumed. Blood glucose was 219 mg/dl.